Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application displayed an error message to pair a new transmitter in the middle of a sensor session. There was no report of injury or medical intervention. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on 08/15/2016. Complaint for the g5 mobile application displaying an error message to pair a new transmitter in the middle of a sensor session was confirmed, finding a transmitter failure on 07/09/2016. The root cause could not be determined. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed an no defects were found. A voltage test was performed and the voltage test failed. It was observed that the transmitter has no voltage. A review of the shared data log confirmed the reported event that the g5 mobile application displayed an error message to pair a new transmitter in the middle of a sensor session. A root cause could not be determined.